Event description:
Nasogastric tube occluded. Pt feeding 24 calorie breast milk with hmf. Breast milk fortified in milk lab. Syringe warmed in breast milk warmer, gently shaken. Previous feeding had floragen mixed in it.